Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they went to their dentist for a broken crown and a lower front tooth that has chipped. The patient stopped wearing the aligners and will not wear them again.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.